Manufacturer narrative:
Any additional information provided by the customer will be included in a follow up report. Results of investigation: a vyaire certified service technician was able to verify the customer¿s reported issue. Bench testing revealed that the solenoid mount was not seated properly. The service technician re-seated the solenoid mount and the clicking sound no longer occurred. No abnormal smells were encountered. The device passed 48 hours of extended bench testing at the customer¿s settings. Temperature reading on the device was 102 degrees fahrenheit. Visual inspection did not reveal any traces of smoke. The event trace contained no unusual alarm types or incident counts. All event trace entries are consistent with normal ventilator operation. The device passed all testing and met all vyaire manufacturer specifications.

Event description:
It was reported to vyaire that the lap top ventilator 1150 was making a clicking sound and was hot to touch while connected to a patient. The customer also stated that the end user smelled something burning. The patient started to experience desaturation therefore they pulled the ventilator off the patient and placed the patient on a back up ventilator. The customer confirmed that there was no further patient harm.